Event description:
It was initially reported that the actual residual volume (20) was greater than the expected residual volume; the pump was filled with 20 ml and they pulled out 20 ml so pump did not deliver any medication. It was reported that tests were done and it was noted that the "pump is working fine". They attempted to do a dye study but were unable to. It was also reported that a roller study was performed and the pump logs did not show any issues. A catheter issue was suspected. The pump was programmed to stopped pump mode for 48 hours. It was later reported that the patient had not been getting pain relief. The cause of the discrepancy and the actual and expected volumes were unknown a catheter study was done on (B)(6) 2011 and the patient was scheduled to have a rotor study done (B)(6) 2011. They were unable to access the pump to do the rotor study because the pump was flipped. The patient was to be scheduled for a revision of catheter and possible pump. The pump was set at minimum rate and the patient was given oral meds to cover her pain. The pump was delivering morphine

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Ptm: model# 8835, serial# (B)(4).

Event description:
It was reported that a dye study was performed and revealed that the catheter was in the spine. When the surgeon opened up the pump pocket, he found that the catheter connector was not connected. The pump was not available to send back.

Manufacturer narrative:
(B)(4)